Event description:
Customer reported when applying chemotherapy the tip of the spike broke in the y junction. No patient injury or adverse reaction. One sample received for evaluation. During investigating on the received complaint sample, we detected the spike is nearly completely broken off and missing. We performed a visual inspection on all retain samples of the complained batch and could not find any non-conformity. Further we performed penetration test for one retain sample with 5 new plugs and spike was not broken after testing the result is ok. The investigation of our production documents did not show any deviation related to the complaint reason. Until now there is no other complaint regarding this batch. Based on the results of the investigation this error was caused by the usage of this set with a probability bordering on certainty. A material or a production-fault can be excluded.